Event description:
Patient has been dialyzing with the use of nipro cellentia 17h dialyzer as prescribed since approximately (B)(6) 2025. Patient complained of severe itching on (B)(6) 2025, patient was administered benadryl 50 mg ivp. Nipro cellentia 17h discontinued and added as an allergy.